Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had elevated ldh. No symptoms of heart failure. Inability to change left ventricle unloading or close aortic valve during outpatient ramp study. Aortic valve was closing a few months ago. The patient's inr range was 2.5 - 3.5 due to elevated ldh's since late (B)(6). The patient was admitted for heparin on this visit for elevated ldh. The patient was on asa, coumadin, persantine and lovenox. The patient was tested for heparin antibodies and there is no indication of coagulation issues. Patient had normal pump parameters amber colored urine was noted. Diuretics were administered for volume overload. Patient was transfused for hct-19. A CT angiography was performed with no issues noted. Ldh remained elevated and plasma free hemoglobin was 23.3. The patient was listed (B)(6) for transplant, however the pump was exchanged instead. It was reported that the surgeon noted thrombus upon physical inspection of the pump.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: increasing ldh's, chf, pfh 30, obvious hemolysis, suspected pump thrombosis despite therapeutic inrs. Additional information also included indicated the patient's max ldh prior to explant was 2081.

Manufacturer narrative:
The report of thrombus could not be conclusively confirmed through this evaluation. No device-related issues were discovered during the evaluation of vad-56315. The device was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing with an additional 4¿ section returned as well; the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Visual examination of the outflow elbow and sealed inflow conduit revealed no evidence of thrombus formations or depositions. Evaluation of vad-56315 upon disassembly revealed no evidence of thrombus formations or depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.